Manufacturer narrative:
The causative agent had been changed from the architect i2000sr analyzer to the aps iom ln 7l01-51 which in turn was evaluated and the evaluation results were included in the manufacturer report number of 1628664-2011-00617 to evaluate this issue, a field service representative inspected the product , changed the sample antenna and verified proper operation. System logs were not available for review and therefore, a sample queue error could not be confirmed to be generated without a sample presentation error on the prior sample. Current labeling describes the generation of a sample presentation errors and sample queue error along with the corrective and preventive actions. The customer took the proper corrective action by rerunning the sample. Based on the available information, no product deficiency or malfunction were identified as a result of the product evaluation.

Event description:
While processing one patient sample ((B)(6)) on the architect analyzer, the customer observed the error message of sqe (sample queue error) which could cause sample identification mismatch issue. The customer reran the patient sample to avoid contaminating the sample. No impact to patient management was reported.

Manufacturer narrative:
Evaluation is in process. A final report will be submitted when the evaluation is complete.